Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump indicated a data log corruption. The customer's blood glucose level was 153 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.